Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, inflammation/irritation.

Event description:
Healthcare professional reported "severe pain", "suspected te rupture", "redness was observed", strong sign of infection and "inflammation". Patient received saline removal and blood test. This record is for an unknown side device remains implanted.